Event description:
Voluntary medwatch form mw5169191 received states: it was reported that this non-boston scientific right ventricular (rv) lead exhibited low out of range shock impedance measurements which was believed to be caused by an insulation issue around the pocket. Troubleshooting options were discussed and rv lead revision was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5169191.